Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the distal conductor was kinked/buckled. It was noted that there was blood and tissue in the distal electrode, and the lead appeared damaged at implant. Visual analysis noted that the lead was received with the helix fully retracted and the distal conductor distorted within the connector. The distal conductor has been over-retracted in the connector. Damaged at implant attempt.

Event description:
It was reported that during implant the helix could not retract after dislodgement. The customer noted it took multiple rotations to retract the helix. It was also noted that there was extra resistance with helix extension during initial measurements. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.